Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/24/24 an ilet user reported experiencing a high blood glucose (bg) event resulting in a visit to the emergency room. The event occurred on (B)(6) 2024. The user experienced high bg levels despite making their dinner meal announcement. They went to the emergency room, where they did not find any issue with the infusion set tubing or cannula, but noticed insulin leaking from the cartridge, suggesting a potential cartridge issue. The patient was treated with an insulin drip during their hospital visit, but they were not admitted and were in the emergency room for only a few hours.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by failure to follow the ketone action plan and replace the infusion set or resort to alternate therapy when experiencing prolonged hyperglycemia. Device audio volume was also turned "off" and cgm high alerts were also toggled off on the device which likely contributed to the severity of the hyperglycemia.